Manufacturer narrative:
Updated fields: h6 (investigation findings, type of investigation, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported no pressure waveform and reading on display. Checked machine, found that ECG is coming in the machine but no zeroing is happening for the pressure. The pressure cable is changed in the machine, now zeroing is done. Also connected trainer to the machine and both ECG and pressure reading and waveform are the, confirmed pressure cable faulty. Needed replacement for the cable. All functional tests passed. Quotation will be submitted. The machine is already working, only the customer have to change the pressure cable. They have purchased locally and replaced by themselves.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit was not displaying the pressure reading on the screen. No one was harmed onsite, and no patient was involved.